Manufacturer narrative:
The reported events of premature discharge of battery and longevity anomaly were not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Session record indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal conditions indicates normal functionality. Further evaluation under various pulse amplitudes found normal current level, and no indication of premature depletion noted. Longevity assessment was performed indicating the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
New information notes that the patient had a surgical intervention to replace the affected pacemaker on (B)(6) 2022. The patient was stable post-procedure.

Event description:
It was reported on (B)(6) 2021 that a pacemaker began to exhibit signs of premature battery depletion. The clinician who reviewed it alleged this was happening faster than normal, so the patient will be monitored. No symptoms have been reported.